Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7006586. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an employee suffered a contaminated needle stick with a bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in. The employee heard a click when she engaged the safety mechanism but the needle was not covered. It is unknown if medical intervention was provided for this incident.

Manufacturer narrative:
Correction: the date of event was reported as (B)(6) 2017. The actual date of event was (B)(6) 2017. The date received by manufacturer was reported as 05/22/2017. The actual date received by manufacturer was 05/15/2017.